Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro began smoking in the pt's leg, so the harvester removed the device from the pt and the device began overheating (glowing red) even though the activation toggle switch was confirmed to be in the "off" position. The harvester extended the original incision (not stab and grab) to retrieve the vein in order to complete the procedure. The hospital did not report any pt complications. At the time this report was generated, the customer suspected the hemopro device, which was received on (B) (4). On (B) (6) 2009, maquet also received two hemopro cables used during this case; therefore, created this (B) (4) with no malfunction identified by the customer and not MDR reportable. Both cables appeared to have been flash sterilized, which is not IFU recommended. On 10/10/2009, (B) (4) discovered that the first hemopro cable on this event (B) (4) was the device which caused the failure. Qa reassessed the first hemopro cable on (B) (4) as the MDR reportable event.

Manufacturer narrative:
Investigation results: the visual inspection on the dc extension cable showed that the protective cable had a distorted appearance covering its entire length. The black plastic cover on the face of the 6-pin circular din connector was melted and did not allow the connector to fully seat on the power supply. A simulated cauterizing test (pre-test) was conducted with the returned hemopro on incident (B) (4) and a reference power supply. When the hemopro device was connected, the device immediately self activated and would not turn off. A reference dc extension cord was tested with the returned hemopro tissue welder and reference power supply. The device did not self activate. The reported failure was confirmed due to a faulty cable. (B) (4)